Manufacturer narrative:
Given the nature of the alleged incident, the device, used in treatment, was not returned for evaluation a relationship, if any, between the device and the reported incident could not be corroborated. The clinical/medical investigation concluded that, based on the limited information provided, the root cause of the event was human error. It is the o.r. Staff and surgeon responsibility to ensure that correct and compatible implants are available prior to the surgical procedure. The assessed patient impact was the reported pain and discomfort, allegedly in the presence of a left tibial baseplate in a right knee. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A potential probable cause for this event has been defined as user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united kingdom reports that a left knee tibial plate was implanted into the right knee in error. This is a patient reported complaint and he is requesting answers to two questions. #1 will it fit in the wrong knee, without being forced. #2 can you tell me if the femoral plates are identical on their working surfaces. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. This complaint is been sent up for answers for this patient. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during a total knee replacement, a tibial plate meant for a left knee was placed into a right knee. The patient has noticed that his knee has taken a very long time to heal, to the point that the patient seems to have made little or no progress for several weeks. The patient also experiences pain throughout the joint and is conscious of discomfort within the joint ranging from pain on the side of the tibia to a feeling of being "overstuffed" on the side of the fibula.